Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the device didn't cut or staple properly. It was an open case so I couldn't see exactly what was happening. It sounded like the firing and stapling cycle completed, but the stapler wasn't transecting the tissue. When stapler was removed from chest, none of the b's formed on tissue. They stayed on the cartridge deck and in the anvil. Knife returned back to starting position automatically so we just replaced the stapler and the rest of case went fine. No buttress used, it was a lung case. Didn't hear any strange noises. Stapler sounded like it was fine but that wasn't the case.

Event description:
It was reported that during a left upper lobectomy procedure, following the fourth firing of device, it stopped stapling. Stapler fired but didn't staple green reload to form "b's." Case completed with another device of the same product code for final two parenchyma firings and went well. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: during thoracotomy procedure, it was stated that the stapler was used about four times when it suddenly stopped working properly. It was stapling but not cutting tissue. No patient harm. Original intended procedure: latissimus dorsi free flap mobilization; left upper lobectomy and placement of a latissimus flap in the chest and cover the hilum.